Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements trending in the 500 ohms range, that would drop to the low 400s and rise back up nearly every week. This behavior was observed before and after a recent device changeout. If there were no sensing/pacing issues, technical services (ts) recommended continued monitoring. This right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).